Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported the connector pulled away from the air sensor body when pulling on the cable. The user reported the connector should of remained stationary. Since the event occurred during routine testing, there was no pt involvement during this event.